Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 19 mmol/l. The customer stated the insulin pump might possibly under or over delivering insulin at the same time. Customer did not receive alerts about high blood glucose due to alerts being not set up and turn on. The insulin pump will not be returned for analysis.